Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis hub. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. An additional observation not related to the customer reported complaint was also observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.079¿ - 0.193 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument did not work. It was sent to be decontaminated, and a cable was found to be broken. This instrument had 8 patient usages left to use. The procedure was completed as planned with no reported injury.